Manufacturer narrative:
Additional information from the customer site on 23feb2009 indicates that sp02 measurements were provided (when the sensor was not on the patient) that lasted longer than appropriate for the averaging and delay times that were configured. Philips is considering this as a malfunction which could be a factor in a serious injury or death. Philips is in the process of obtaining additional information pertaining to this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that there was a continuous sp02 measurement provided while the sensor was not connected to the pt.